Event description:
Customer was hospitalized for dka. The customer stated that they received alarms, but did not respond to the alarms or change out the set, troubleshooting was done on the pump and the pump passed the functional testing.